Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was used in the femoral vein with a sheath greater than 24f. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6fr sheath hole prior to a leadless pacemaker implanting interventional procedure. Reportedly, when the plunger was removed from the prostyle device, no sutures were attached, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 27fr sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.